Event description:
Reporter alleged obtaining a blood glucose test result of 888 mg/dl which is outside the numeric reading range of 10-600 mg/dl of the advantage system. Reporter did not indicate that she was experiencing any hypoglycemic or hyperglycemic symptoms during that time. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.